Event description:
The customer called to report that she had experienced high bg readings (310-600mg/dl) while wearing a pod. (All readings were taken from her one touch meter). No blood or kink was observed in the cannula. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.